Event description:
Information received by medtronic indicated that the insulin pump had other critical pump error alarm. Customer stated that the insulin pump was dropped and had a crack at the back side of the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report had the incorrect information. The correct information has been provided in section b5 with this report.

Event description:
Information received by medtronic indicated that the insulin pump had other critical pump error alarm and the insulin pump screen shows an open book image. It was stated that the pump performs a safety check and found the error. Also, the customer stated that the insulin pump was dropped and had a crack at the backside of the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. The insulin pump will be returned for further analysis.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged critical pump error (open book image) alarm and cosmetic damage at the back of the insulin pump found on (B)(6), 2022. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and found moisture damage on the force sensor/pcba 1.successfully downloaded firmware using crest. However, insulin pump failed to enter recovery mode preventing download of history files and traces using thus due to constant blue screen. Force sensor zero offset within specification (22.4mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, missing display window/cover, cracked keypad overlay, label damage, cracked case(battery tube), and cracked case-corner of belt clip rails. Cosmetic damage was confirmed where cracked case near the corner of belt clip rails and cracked case(battery tube) was noted. Critical pump error (open book image) alarm confirmed due to moisture damage on the force sensor. Unable to download history files and traces due to moisture damage on the pcba 1 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.